Event description:
It was reported that an unexpected reset occurred. Customer reported a blood glucose level of 538 mg/dl. The customer adminsitered a correction injection to addres bg level. Reportedly, the customer continued to use the pump for insulin therapy.